Manufacturer narrative:
The unit could not be primed during the prime test due to a faulty force sensor resistor. The unit had intermittent buttons due to corroded keypad traces. The unit had a cracked case at the display window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report a low reservoir alert and that they were unable to clear the alarm due to a keypad anomaly. The customer's blood glucose level was 500 mg/dl. The customer stated the high blood glucose level may have been due to eating a marshmallow. The customer treated with the insulin pump. The caller replaced the battery but the alarm reoccurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.